Event description:
A surgeon reported a clinical study pt experiencing halos around headlights at night and words running together following bilateral intraocular lens (iol) implant procedures. The pt described the running together of words was blurring of vision which were experienced when reading or watching television. The pt reported the halos at night were improving. For this eye, during the surgical procedure, the surgeon noted a small amount of iris chaffing which was considered not clinically significant. On the first postoperative day, the surgeon noted corneal edema, aqueous cells, and iris chaffing, none of which were considered clinically significant by the surgeon and no treatment was required. At five months postoperatively, the surgeon noted posterior capsule opacification in both eyes which was considered not clinically significant. At one year postoperatively, the surgeon noted dry eye syndrome, epiretinal membranes, and no foveal reflexes in both eyes that were considered not clinically significant. There ware two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge, handpiece and viscoelastic. Product history records could not be reviewed for the cartridge because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been two similar complaints reported in the lot number. Completed case report forms were received on (B)(4) 2013. (B)(4).